Event description:
It is reported that after filling the catheter with saline it was observed that there was a hole in the proximal region of the catheter.

Manufacturer narrative:
This complaint is unconfirmed. The complaint sample functioned per designed during functional testing. No leaks were observed during hydraulic pressurization of the catheter. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. No other complications with this device are known. A lot history review (lhr) of revf0370 showed one other similar product complaint(s) from this lot number.